Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device was performed. Laboratory testing did not identify any characteristics that would have resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker system was explanted due to a non-specific product performance anomaly. This device was returned for analysis. No additional adverse patient effects were reported. Additional information was received from the field representative indicating that the reason for explanting this system was due to an infection. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was explanted due to unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from the field representative indicating that the reason for explanting this system was due to an infection. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was explanted due to a non-specific product performance anomaly. This device was returned for analysis. No additional adverse patient effects were reported. Additional information was received from the field representative indicating that the reason for explanting this system was due to an infection. No additional adverse patient effects were reported.